Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No unexpected low battery alarm. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that battery longevity was short. Customer reported that battery was lasting less than one week. Customer was calling back due to receiving new battery cap which did not resolve the issue. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.